Manufacturer narrative:
Batch review performed on 30-dec-2024 lot 2400150: (B)(4) items manufactured and released on 12-mar-2024. Expiration date: 2029-02-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional component revised: ball heads: mectacer 01.29.230h head biolox option ø 28 (k131518) lot 2411656: (B)(4) items manufactured and released on 08-may-2024. Expiration date: 2029-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 months after primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.